Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, the patient underwent an endovascular procedure two using gore® tag® thoracic endoprostheses (tgt3420/8548051, tgt3420/8653892) to treat a 55 mm descending thoracic aortic aneurysm. Prior to the device implant an abdominal aorta replacement with a y-shaped vascular graft and debranching surgery of the superior mesenteric, celiac, both renal, and inferior mesenteric arteries were performed. No issues were reported, and the patient tolerated the procedure. On (B)(6) 2011, one month follow-up imaging showed that the aneurysm measured 50 mm. On (B)(6) 2011, the patient was discharged. Subsequent follow-up images showed no issues, with the aneurysm shrinkage to 49 mm; however on (B)(6) 2012, follow-up imaging revealed the aneurysm measured 54 mm. No endoleak was reported. The physician elected to monitor the patient. On (B)(6) 2014, follow-up imaging showed that the aneurysm measured 51 mm. No further information is available.